Manufacturer narrative:
(B)(4). Corrected data: evaluation summary. The analysis results showed that one ecr60b cartridge reload was returned with 12 drivers missing making the reload non-functional. In addition, the cartridge pan was noted to be dislodged at right proximal side. Although no conclusion could be reached on what caused the drivers to be out of position, it is possible that the damaged happened during transit. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). The analysis results showed that one ecr60b cartridge reload was returned with 12 drivers out of position making the reload non-functional. In addition, the cartridge pan was noted to be dislodged at right proximal side. Although no conclusion could be reached on what caused the drivers to be out of position, it is possible that the damaged happened during transit. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an open pancreas surgery procedure, could not fire on the first stroke of the second firing with an ec60. The manual override lever was used to open the jaw. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.